Event description:
The customer reported that the AED is displaying a 'replace battery now' warning and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is displaying a 'replace battery now' warning, and the asi is flashing red. The maintenance schedule is reported as every other week. Trouble shooting with the customer: the unit displayed service code for ''replace battery now'. Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED battery warning on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.